Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator filtered circuit used on a patient. After a filter change unit would not pressurize. The respiratory therapist swapped the ventilator and confirmed that there is no patient harm associated with this reported event.